Event description:
Additional information received reported that the patient was getting good stimulation in the target area of the legs, however the battery eventually discharged. The patient underwent a revision to investigate the battery orientation, though it was noted that an x-ray had not been taken to confirm the flip. The revision procedure confirmed a flip, the issue was corrected, and the patient was able to charge in recovery.

Event description:
It was reported that the patient had a lot of postoperative swelling at the pocket site. When trying to recharge the battery at the first follow-up appointment they were only able to get 0 bars of coupling. Two weeks later, the patient still had some swelling and was unable to get any bars of coupling. Use of the antenna locate feature returned a number of 62. It was reported that the battery was flipped and the patient needed to have a pocket revision. It was not known when the revision took / would take place. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3998, lot# j0519307v, implanted: (B)(6) 2005, explanted: na; adaptor: model 74002, lot# n244872, implanted: (B)(6) 2012, explanted: na; extension: model 748951, serial# (B)(4), implanted: (B)(6) 2005, explanted: na; extension: model 748951, serial# (B)(4), implanted: (B)(6) 2005, explanted: na; programmer: model 37744, serial# (B)(4); recharger: model 37754, serial# (B)(4).